Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116' and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.